Event description:
Pt died of cardiac causes on 8/14/96. Electrograms retrieved from the defibrillator show three detections of ventricular fibrillation. Two detections resulted in aborted shocks and the final detection resulted in a shock which converted the pt's heart rhythm.

Manufacturer narrative:
D10. Therapy dates are not applicable to the concomitant devices. These devices are long-term implantables for which co cannot provide therapy dates.